Event description:
It was reported that the physician contacted the regional boston scientific sales representative for extraction recommendations of ingevity leads. During a previous surgical revision procedure a few weeks prior, the physician experienced difficulties when trying to extract two leads and the procedure was aborted. Technical services provided a thorough list of suggested techniques for a successful extraction. Information has been requested regarding the event resolution and specific lead details, but a response has not yet been received. At this time, both leads remain implanted and no additional adverse patient effects were reported.